Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable fault on the universal surgical manipulator 2 (usm2). The customer recovered the fault but it would reoccur every 10-20 minutes. The technical service engineer confirmed a related error 32097 in the system logs. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer clarified that they restarted the system. The recoverable fault happened again about 15 minutes after restart. They then did a hard shut down and waited about 5 minutes, then restarted the system. The fault occurred again about 20 minutes later. This was the evening before the system was scheduled to be used again. The surgeon elected to do the hernia laparoscopically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In artemis, the 32097 and 31226 errors were found pointing to the rolling loop fiber, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 23008 error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the rolling loop, replicating the reported event. The probable root cause is attributed to the rolling loop fiber in the usm.

Event description:
Refer to h11 for follow-up information.